Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the sheath was returned and inspected. Visual inspection of the sheath showed the shaft was kinked at 2.46 inches in proximal from the tip (not reported as a complaint. Shaft kink near the tip may be caused post-procedure). Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. Clinical issues were encountered during the procedure. The reported issue (air ingress) has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. Analysis of data files did not show system notices or issues for the returned sheath.

Event description:
It was reported that during a cryoablation procedure, following the second ablation, the temperature fell rapidly. Several ablations were performed and the issue continued. The catheter was then replaced but the temperature drop continued. Following ablation of the right superior pulmonary vein (rspv) st elevation and atrioventricular block were confirmed in an electrocardiogram. A coronary arteriography was conducted, revealing occlusion in the right coronary caused by air entering the ascending aorta. The air was removed and the atrioventricular block and st elevation were resolved. The patient's speech reaction and motor reaction were not affected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.